Event description:
During the surgery, a small vcare plus was opened. When attempting to manipulate and move uterus the handle was noted to be spinning around. The manipulator was not able to be used because the handle was not secure. The vcare plus was removed from the surgical field and another vcare plus was obtained. The procedure was completed. No untoward patient affect.